Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Pre-analytical sample processing cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient result = 1.86 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer instituted a trop testing policy that automatically retests every sample; however, the affected trp result was verbally reported out of the laboratory prior to the completion of the retest.. The physician questioned the affected result due to the clinical presentation of the patient. The customer completed the testing and a trop= < 0.012 ng/ml was reported. There was no report of patient harm as a result of this event. (B)(4).